Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 238 mg/dl. The customer reverted to an alternate method of insulin therapy.